Manufacturer narrative:
Unit passed self-test. Pump did not pass the sleep current and active current measurement test due to high currents. Unable to perform the displacement accuracy test. Displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to a pump error 38 occurring during the rewind test on 11/26/2024 06:13:11.000. Successfully downloaded history files and traces using thump. Pump error 42 on 10/03/2024 07:08:48.000 and pump error 3 on 10/03/2024 07:08:48.000 was found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay and keypad overlay texture damage. Pump error 38 was confirmed during testing and due to moisture damage on the motor assembly. Device test failed was confirmed with a pump error 38. Pump error 42 and pump error 3 were confirmed in the history files. Pump was received with high sleep and active current measurement due to moisture damage on the battery tube, pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced device test failed pump error 42 (drive count error boundaries exceeded after movement), pump error 3 (the main arm cannot communicate with the motor arm). The customer reported, no adverse event. The event involved product(s) mmt-1886. Customer reported, receiving a pump error. Customer was able to clear the error and complete the rewind process, but pump did not pass displacement test. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested. And customer response was, the device will be returned.